Manufacturer narrative:
A general reagent problem was not present, because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 module. The initial result was 85 pg/ml. The results from a new sample taken on (B)(6) 2024 was 6 pg/ml. The original sample was then repeated and the result was 9 pg/ml.